Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 500 mg/dl while wearing the pod for an unknown amount of time. Symptoms reported include shortness of breath. They were diagnosed with high blood glucose levels due to exercise. It is unknown what the patient was treated with since call was dropped. The patient was released the same day. The pod was worn when seeking medical attention.